Event description:
It was reported that (1) device was used during a colorectal procedure. It was reported by the affiliate that the cdh33 instrument stapled, but would not cut. Another instrument was used to complete the case. There was no consequence to the pt. Also two sterile devices are being returned for analysis.